Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump passed displacement test, sleep current measurement and active current measurement. Pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.